Manufacturer narrative:
G4:29dec2020. B4:14jan2021. The customer reported a ventilator experienced a flow accuracy failure during clinical use. The device was evaluated by the field service engineer (fse), and the reported condition was not confirmed. During the evaluation of the device, the international philips field service engineers (fse) reported the device displayed a main light emitting diode (led) failure, and the power switch overlay was replaced. The fan guard and air inlet filter were replaced as part of the maintenance procedure. All the replaced parts were unrelated to the initial report of "flow accuracy failure." All the necessary checks were made. The device is now able to be used without restrictions, and it's back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:29dec2020. B4:30dec2020 . The customer reported a ventilator experienced a flow accuracy failure during clinical use. The international philips field service engineers (fse) reported the device displayed a main light emitting diode (led) failure. The device was evaluated by the fse who confirmed the power switch overlay was defective. The fse replaced the power switch overlay, the fan guard, and air inlet filter. All necessary checks were made. The device is now able to be used without restrictions and to the manufacturer's specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported a ventilator that experienced flow accuracy failure during clinical use. The device was reported to be in clinical use at the time the issue was discovered. There was no patient or user harm reported.